Event description:
It was reported via outcomes registry that the patient experienced increased spasticity. A dye study was performed and the catheter was noted to be subdural instead of intrathecal. The hcp was unable to aspirate more than 1 cc of clear fluid and the examination was terminated. The patient was taken for revision surgery, no catheter breakages were noted. The patient recovered without sequela.